Event description:
The hcp reported that the pt was in a coma but is fine now. The hcp was unsure if the coma was caused by the pump; the pump had been stopped since 2008. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.